Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 55mg/dl at the time of incident. Troubleshooting found that the pump suspended delivery before the alarm. Customer was advised to revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was returned with a critical error open book error a pump error 35 found in the formatted history file due to force sensor zero offset out of specification. The insulin pump was received with cracked case on the back at the battery tube area, cracked battery tube threads and minor scratched lcd window and case.